Event description:
The recipient reportedly experienced a displaced magnet and inflammation following an MRI. On (B)(6) 2022, the recipient underwent magnet revision surgery. The inflammation has resolved. The explanted magnet was discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.